Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier reload did not clip properly. Upon investigation found out that the wire was loose at the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a dislodged grip cable at the proximal end within the housing. As a result of the dislodged grip cable, functional testing for motion related issues cannot be performed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the dislodged cable.